Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was scrapped as biohazard at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the obturator was found fractured when it was pulled out from the curved guide following use. No impact to the surgery or patient was noted. No additional information is available

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint cannot be confirmed as the device was not returned for investigation. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.